Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the treatment log files, the device history record (DHR), and labeling. The aquabeam robotic system's treatment logs file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the treatment logs indicated that the system functioned as designed. A review of the device history record (DHR) ab2000-b / serial number: (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bladder or prostate capsule perforation. A root cause for the reported event could not be determined. Prostate capsular perforation is a potential risk of the aquablation procedure. Based on the information received, plus the review of the event log files, DHR and IFU, the event is considered not to be device-related. Submission of this report does not constitue an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Investigation is currently in process by manufacturer, no root cause has yet been established. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient who had previously undergone a urolift surgical procedure underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that post-aquablation procedure, the patient was hospitalized for two extra days for observation due to a suspected prostatic capsule perforation (per manufacturer's instructions for use, prostatic capsule perforation is a perioperative risk of the aquablation procedure. The patient developed an "ileus" post-operatively with fluid ingress into the peritoneum around the bladder. Imaging showed displaced capsular tabs from previous urolift implants; however, no cystogram was performed on the patient to determine location of ingress. The patient was kept in the hospital for two extra days for monitoring and observation.